Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) reported they do not remember the serial numbers but remember the model's name of the implant. The device was implanted in the mid 1980's and was removed (B)(6) 2022. Pt confirmed it was a medtronic device, and it never worked to alleviate the pain because it was put in the wrong area of their spine. Pt was told in 2022 by the explanting healthcare provider (hcp) that it had been implanted in the wrong area of their spine. Reason for breakage is unknown, pt reported maybe failed metal. Patient then moved to a dbs device afterwards. The leads broke in 2022. The hcp removed as much of the stimulator as possible, but pt can still feel a wire wrapping around their ribcage (battery was in abdomen) and the electrode is still in their spine and cannot be removed. The lead had splintered in their body. Pt reported lead disposition unknown, and they doubt it was retained after explant. Pt provided hcp information to contact.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead. Serial# unknown: product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The patient reported the ins in their spine never worked and the 'wiring' also splintered and was 'knifing' the patient. Patient noted 1 electrode is still in their spine with partial wire across their ribs. The ins was implanted in the 80's and never helped their spinal pain nor the referred pain in their legs. Pt reported a healthcare provider (hcp) explanted as much of the two devices as possible in (B)(6) 2022 due to device breakdown and broken wires jabbing them. No additional device information provided.